Manufacturer narrative:
The lead was surgically abandoned, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No additional adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015 the customer reported that the right atrial (ra) lead exhibited noise and igh out of range pacing impedance measurements of greater than 200 ohms. A chest x-ray was taken, however the physician has not yet reviewed it. The patient was asked to follow up in one month. No adverse patient effects were reported. On (B)(6) 2015 the customer reported additional information that the ra lead was surgically abandoned two month later due to continued high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray was taken which yielded inconclusive results. The cause of the out of range impedance measurements was not able to be determined. The implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported. The lead was actively implanted for approximately 14 years, 4 months.